Manufacturer narrative:
The information received indicated that the patient was admitted with chest pain and had a cypher stent implanted for treatment of a lesion in the left anterior descending (lad) artery. Approximately one year and two months after the index procedure, the patient experienced chest pain, was hospitalized overnight and a cypher stent was placed in the lad. The event resolved and the patient was discharged the following day. Approximately three years later, the patient experienced chest pain, was hospitalized overnight and an unspecified abbott lab stent was placed in the lad. The event resolved and he was discharged the following day. The patient also reported that approximately one year and nine months later, the patient experienced chest pain and sweating about 1 hour after an MRI was performed. There was no treatment and the events resolved. The patient's physician is aware of the events. Medications include plavix and toprol. No further clinical or procedural information is available. The stents remain implanted and the lot number is not known; therefore, a device history record review cannot be completed. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Progression of atherosclerotic disease is known to cause instent and target vessel restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Without further procedural details or information regarding the location of the subsequent stents as related to the previous stents or the reported chest pain, no conclusion can be made regarding the relationship of the events to the cypher stents or possible contributing factors. Therefore, no corrective actions will be taken at this time.

Event description:
The information received indicated that the patient was admitted with chest pain and had a cypher stent implanted for treatment of a lesion in the left anterior descending (lad) artery. Approximately one year and two months after the index procedure, the patient experienced chest pain, was hospitalized overnight and a cypher stent was placed in the lad. The event resolved and the patient was discharged the following day. Approximately three years later the patient experienced chest pain, was hospitalized overnight and an unspecified abbott lab stent was placed in the lad. The event resolved and he was discharged the following day. The patient also reported that approximately one year and nine months later the patient experienced chest pain and sweating about 1 hour after an MRI was performed. There was no treatment and the events resolved. The patient¿s physician is aware of the events.

Manufacturer narrative:
Toprol (daily). This is one of two products used in the same patient and reported under manufacturing report numbers 3003742446-2010-00188 and 3003742446-2010-00189. Additional information will be submitted within 30 days from receipt.